Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a left knee poly exchange due to infection. The surgeon reported purulent material upon entering the knee. He reported debridement and removal of all necrotic material. The surgeon noted the exchange of the poly insert. He did not comment on the other components, and they were not revised. Depuy polyethylene insert was implanted in the procedure and there were no complications. Doi: (B)(6) 2014; (tibial, femoral, patellar components). Doi: (B)(6) 2017; (tibial, femoral, patellar components. Dor: (B)(6) 2017; (polyethylene insert).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.